Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the balloon dilation catheter was found to be leaking water during inflation and pre-flushing.

Event description:
It was reported that the balloon of the balloon dilation catheter was found to be leaking water during inflation and pre-flushing.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however a 20 second video sample was provided. Visual evaluation of the video sample noted water appeared to be leaking from the base of the balloon where it connects to the shaft of the catheter. Unable to determine whether the leak was coming from the shaft itself or the the balloon based on the video sample. Though a specific cause cannot be determined, a potential root causes for this event could be, "inadequate material selection" or "poor shaft design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It was unknown if the device had met all relevant specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter instructions for use, was reviewed and found to be adequate as it states: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Inspection prior to use: the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Storage: store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.